Manufacturer narrative:
It was reported that after an initial bunion surgery, an interfragmentary screw was removed and a locking screw in the dorsal plate was removed and replaced during a revision surgery on (B)(6) 2026 due to pain and the interfragmentary screw backing out. Upon review of radiographic imaging, the surgeon noted the interfragmentary screw was backing out and a screw in the dorsal plate was not locked into the plate. It was confirmed through review of immediate post-op imaging that the dorsal plate screw was not locked in during the original surgery. The surgeon opted to replace the screw in the dorsal plate and remove the interfragmentary screw (no replacement). Additional information indicates the surgeon believes the patient has crps, unrelated to tmc hardware. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause cannot be determined based on the information provided and no device being returned. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in 3011623994-2026-00062.

Event description:
It was reported that after an initial bunion surgery, an interfragmentary screw was removed and a locking screw in the dorsal plate was removed and replaced during a revision surgery on (B)(6) 2026 due to pain and the interfragmentary screw backing out. No other patient outcomes were reported as a result of this event.